Manufacturer narrative:
(B)(4). The covidien service engineer (se) troubleshot this issue with the customer over the phone. The exhalation seal was not installed correctly. The customer reported to have installed the seal correctly resolving the reported issue. Covidien was not authorized to repair the device.

Event description:
It was reported that, a 980 ventilator generated an exhalation valve error message. The ventilator was not in use on a patient at the time the event occurred.